Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported by the patient that she had her port placed in 2014 in her right breast area. Her port is accessed every 3 weeks; the last time she had her port accessed it flushed and had blood return without difficulty. The patient has noted that she has a "knot like thing on the catheter portion of her powerport, that she has never noticed before".

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.

Event description:
It was reported by the patient that she had her port placed in 2014 in her right breast area. Her port is accessed every 3 weeks; the last time she had her port accessed it flushed and had blood return without difficulty. The patient has noted that she has a "knot like thing on the catheter portion of her powerport, that she has never noticed before".